Event description:
The customer reported that the unit was pulled into the room with a patient on the table for a lumbar spine procedure, but the unit would not boot up. They tried unsuccessfully more than once to boot, but the unit never booted. They received an error message that the boot up was terminated and a checksum error appeared each time.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service representative replaced the defective s-arm program file as required. He verified bootup and operation of unit. The unit functions as intended.